Event description:
It was reported that during the foley catheter insertion in an outpatient setting, sterile water leaked from the connection between the catheter funnel and shaft.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the foley catheter insertion in an outpatient setting, sterile water leaked from the connection between the catheter funnel and shaft.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted inflated with inhouse syringe and 10 mbs. Catheter rested with no leaks. Connected the inhouse syringe and it passively deflated in under 5 minutes. Also received three photo samples. First photo samples shows top view of catheter. Second photo sample shows close up of bifurcation site. Third photo sample shows inflation cap. Based on physical sample received the reported event is unconfirmed. No additional actions are required at this time since root cause was not identified. A labelling, and DHR reviews were not required as the reported event was unconfirmed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.